Manufacturer narrative:
Medical device: model number/catalog number 72402960, serial number (B)(4), batch/lot number 434924002, model/catalog description reservoir 100 ml iz.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss in the cylinders. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.